Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn blister [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn blister. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Multiple burn blisters of skin, burning level 2a in the lumbar vertebral column area [burns second degree]. Wound blister on the back. Redness [erythema]. Case description: this is a spontaneous report from a contactable consumer and a contactable physician. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap), (no lot number was available), from an unspecified date once for pain in the lumbar vertebral column and tension. The patient's medical history included diabetes, unspecified heart disease, hepatitis c, copd, renal insufficiency, cirrhosis of the liver, hypertension, lumbar ischialgia, pollen allergy, unspecified metabolism disorder, pulmonary disease and iron deficiency anemia. Concomitant medication included metoprolol, rifaximin (xifaxan), ursodeoxycholic acid (ursofalk), menadione (vitamine k jh), ferrous glycine sulfate (ferro sanol), acetylsalicylic acid (ass), torasemide, spironolactone (), ornithine aspartate (hepa merz), lactulose , glycopyrronium bromide, indacaterol maleate (ultibro breezhaler), pantoprazole and camphor, essential oils nos (aerosol). On (B)(6) 2015, the patient experienced multiple burn blisters, also described as a wound blister on the back despite acting according to the user manual. It was reported "it could not be tolerated anymore after approximately 5-6 hours and was removed." The patient was brought to a physician, who performed wound care. According to the reporting physician, the adverse events of burn blisters of the skin, redness and burning level 2a in the lumbar vertebral column area, occurred on (B)(6) 2015 when the patient had consulted the reporting physician after the local application of thermacare heatwrap. An operation was not necessary and the event was treated locally with cooling ointment, disinfection and a cream patch. The medication was withdrawn in response to the event. The events had resolved by self-healing. It was not expected that the patient would experience any negative consequences. There were no relevant lab data or further information. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The clinical outcome of the events was resolved on an unspecified date. Causal relationship was reported as "unassessable." The skin was assessed as middle-light (neither light nor dark) and sensitive. No skin diseases were reported. The device was not used previously; it was applied over clothes (shirt). There were no sport activities during the period of use, the skin was 'controlled' twice. The user's manual was read before use of the product. Warming bottles, which were used previously were tolerated. Additional information has been requested and will be provided as it becomes available. Follow-up (14jul2015): new information received from the contactable consumer on behalf of his mother included patient data (date of birth), product data (indication and action taken), relevant medical history, reaction data (date of onset, event verbatim burn blister was updated to multiple burn blisters, additional event wound blister on the back was added as well as treatment and outcome). Follow-up (27aug2015): new reported information received from a contactable physician included relevant medical history, concomitant medications, product data (indication), reaction data (onset date, additional event of redness and event description burning level 2a in the lumbar vertebral column, outcome of events and causality). Follow up attempts completed. Further information is not expected. Company clinical evaluation comment based on the information provided, the event multiple burn blisters and wound as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is considered associated with the device use. This case meets final 10-day EU and 30-day FDA reportability case comment: based on the information provided, the event multiple burn blisters and wound as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is considered associated with the device use. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Follow-up (july 14, 2015) new information received from the contactable consumer on behalf of his mother included patient data (date of birth), product data (indication and action taken), relevant medical history, reaction data (date of onset, event verbatim burn blister was updated to multiple burn blisters, additional event wound blister on the back was added as well as treatment and outcome). Company clinical evaluation comment: based on the information provided, the event multiple burn blisters and wound as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Wound blister on the back [wound]. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap), (no lot number was available), from an unspecified date once for pain and tension. The patient's medical history included diabetes and unspecified heart disease. No concomitant medications were used on an unspecified date in (B)(6) 2015, the patient experienced multiple burn blisters, also described as a wound blister on the back despite acting according to the user manual it was reported "it could not be tolerated anymore after approximately 5-6 hours and was removed," the patient was brought to a physician, who performed wound care. The patient was treated with disinfection and a cream patch. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The clinical outcome of the events was resolved on an unspecified date. The skin was assessed as middle-light (neither light nor dark) and sensitive. No skin diseases were reported. The device was not used previously; it was applied over clothes (shirt). There were no sport activities during the period of use, the skin was 'controlled' twice. The user's manual was read before use of the product. Warming bottles, which were used previously were tolerated.